Event description:
It has been reported to philips that the display is blank. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the display was blank. Review of the log file showed malfunctioning frontal ip-pc. During troubleshooting, the fse identified an issue with the ippc. The fse replaced the hdd of ippc. After replacement of the ippc hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.